Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 399 mg/dl, 180 mg/dl, hi (>600 mg/dl), 134 mg/dl, and 148 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.